Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient experienced blurry vision. Clinical reason being mentioned as haptic defect at the haptic optic junction. The iol was explanted and exchanged for an unknown atizol. Additional information has been requested.